Event description:
Caller reported an error with their continuous glucose monitor labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer technical support team provided the caller with instructions for a complete pump reset and guided them through the process. Following the pump reset, the cgm error was resolved, and the caller successfully started a new sensor session.